Manufacturer narrative:
The stand alone board and x-relay components of the o-arm 1000 imaging system were returned to the manufacturer for analysis. The stand alone board had no 15 volt reading and the fan was not running. The x-relay component also did not pass testing. Both components failed electrical testing with a root cause of an electrical problem with the circuit board. The components were replaced at the site and a system checkout showed that the device was fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.replacement standalone x-relay service kit and x-ray relay control upgrade kit were both shipped. Suspect parts have not been returned to manufacturer for analysis.

Event description:
A medtronic representative reported a burning smell coming from an o-arm 1000 imaging system that has since been shut down. This system resides in the technical services lab at a manufacturer site and is not used in a clinical setting. There was no patient present when this issue was identified.

Manufacturer narrative:
Mfg date now provided. A medtronic field service engineer replaced the stand alone board and x-ray relay control board. System is fully functional after part replacements.